Event description:
The pt was implanted with a spectra penile prosthesis device. After 5 months, the entire device was removed and replaced with an inflatable penile prosthesis device. The reason for the replacement was not provided. Add'l info was requested, but not provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.